Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during the a manual prime. Customer's blood glucose was 159 mg/dl. The customer stated they did not drop, bump or expose the insulin pump to moisture. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.